Event description:
It was reported that while in inventory at the user facility, it was noticed that "there is no tip protector and the trocar is puncturing a hole in the packaging." The device was not used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was returned to sss in its original sealed packaging. The package was noticed to possess indentions in the proximity of the device tip. It was confirmed that the sterile barrier had been breached by the device tip. It was confirmed that these devices are shipped from the om without a tip protector; instead, the device is packaged in a pouch configuration that appears to prevent indentions in the packaging without the use of a tip protector. The packaging will be changed to use the same packaging requirements currently validated through the full process trocar product line in sss's (B)(4) location. The reported event is not occurring more frequently or with greater severity than is usual for the device.